Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred during the use of a novum iq large volume pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.